Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a swelling above the pocket site. The patient underwent a pocket exploration during which the physician opened the pocket, removed the ipg, and then explored and irrigated the pocket. The physician believed that the swelling might simply be a side effect of complex regional pain syndrome (crps). Therefore, the ipg was plugged back into the leads and the pocket was closed. No product was added or removed.